Event description:
It was reported by the pt's legal counsel that the pt received a left tka on (B)(6) 2007. In (B)(6) 2011 her surgeon recommended revision surgery due to loosening. At this time, there is no revision scheduled. There is no info as to which implant has loosened.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be update.